Event description:
The user facility reported that a catheter was stuck in the sheath. The interior of the sheath looked to be coming out on catheter. The procedure performed was a carotid angio. The estimated blood loss was less than 250cc's. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 10 apr 2024: due to the event, the procedure ended as access was lost. The patient status was unknown.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. One 6 french glidesheath slender (gss) sheath with a penumbra catheter inserted through it was returned for assessment. The sheath was pulled back through the hub and valve and was stuck in this position. The sheath was able to be pushed back out through the valve and it was discovered that the sheath was fully separated from the hub. The penumbra catheter was easily able to be removed from the sheath at this point. The sheath was heavily crinkled in the region that had been forced through the hub. The sheath ID was measured to be 0.086" [2.18mm] and the specification is >1.98mm. The penumbra od was measured to be 0.0862". The type of penumbra catheter could not be determined; therefore, specifications could not be determined. The complaint can be confirmed for sheath separation due to mobility issues as the concomitant penumbra catheter was initially stuck on the sheath. The likely root cause is that the penumbra catheter was too large for the sheath, as the measurements depict. The catheter became stuck on the sheath during withdrawal, causing it to pull out of the hub and separate and become stuck. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).